Event description:
Pt has a deep brain stimulator implant for parkinsons disease. Internal pulse generator replacement (initial implant was on (B)(6) 2012) last year with activa pc (right upper chest). Pt returned 1 year later ((B)(6) 2013 - revision by dr (B)(6)) because ipg showed at eri - ipg died prematurely. Pt had original deep brain stimulator implant by dr (B)(6) in 2005. Dates of use: (B)(6) 2012 - (B)(6) 2013.